Event description:
It was reported that pump displayed recurring malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no reporteed adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.